Event description:
After a scan, a pt was diagnosed by a doctor with a hearing loss, which was confirmed by a second doctor. The pt was given ear plugs to use during the scan. The scanner is operating below the iec and osha limits for sound levels. The ear plugs gain a 20 db margin to the worst case sound levels produced by the scanner to these limits. A certain percentage of the population experiences a sensitivity to noise at lower limits than iec or osha regulates.